Event description:
Customer called to report a pod alarmed while he was sleeping. His blood glucose level (bg) was 230 mg/dl at the time. He said his bg had ranged between 172-360 mg/dl while wearing this pod and before it alarmed. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.